Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. A pump data log was performed, and tandem technical support determined that the pump was delivering and terminating insulin deliveries as intended, however, the customer did not acknowledge and maintained allegation. Customer¿s bg ranged from 39-70 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Additionally, an unexpected reset occurred. Cartridge was reloaded to resolve the issue and resumed insulin delivery. A replacement pump was sent to the customer for customer satisfaction. Recommendation was made to consult with a healthcare provider to discuss diabetes management.